Event description:
Customer reported device would not work before bed because of power issues. Another device = 168 mg/dl. Customer's family member gave them a lower amount of insulin than normal. The next morning, device = 296 mg/dl. Customer stated the insulin taken the night before should have been more. No other treatment was given. Control info was not provided. Strips were expired. A request was made for return product and it was sent back for eval.